Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer contacted ortho to report false negative reaction against screening cell#1 from (B)(6) selectogen lot# vs949 exp: 9/13/2016 for anti- fyb tested in manual gel method with mts igg gel card cell#1 expresses a homozygous pos phenotype for fy(a-b+). Customer reports no erroneous results reported due to this event occurring since this was a part of an correlation study. Issue started on: (B)(6) 2016 frequency: 1x methodology used: manual gel method incubation time (for manual test only):15 min pattern observed: neg reaction grade obtained: 0 customer was expecting: pos test repeated: yes result obtained by repeating: neg method used to repeat: manual gel method customer reports all gel cards and reagent red cells are stored and tested according to IFU. Customer reports quality control was performed on (B)(6) selectogen cells lot# vs949 with another manufacturer instrument using mts igg gel cards and albumin as their negative control, and it passed successfully on (B)(6) 2016 (date of testing). Customer reports performing correlation study with sister facility. Sister facility report identifying anti-fyb reacting at 2+ pos reaction with a homozygous cell on (B)(6) on another manufacturer's analyzer sister facility sent patient sample to customer to test in manual gel method. All maintenance is up to date. Ortho recommended customer to phenotype cell# 1 for anti-fyb in question from lot# vs949 in question, customer reports not having anti-sera for fyb to phenotype cell#1 at this time. Customer does not have alternate lot, or alternate set of reagent red cells. Customer does not have an alternate lot number of mts igg gel cards to troubleshoot with. Ortho recommended customer to retry antibody screen with same set of reagent red cells in question and with same lot of mts igg gel cards, ensuring cells are properly mixed and extending incubation period to 30 min. Ortho will follow up with customer after performing recommended troubleshooting steps ortho followed-up: customer reports when following extended incubation of 30 min, a negative result persisted customer was able to perform phenotype on cell#1 in question from lot# vs949 and reports a 1+ pos reaction in tube methodology with another manufacturer's anti-fyb antisera ortho discussed with customer that since antigen typing cell#1 confirmed that fyb is expressed on the donor cell, the titer of fyb antibody from the patient sample might not be sufficient enough to react with the epitope sites on the donor cells for fyb antigen. Ortho also referred customer to IFU of (B)(6) selectogen under results interpretation where it states "due to the complexities associated with the duffy blood group system in the black population, it cannot be assumed that cells which are labeled fy(a+b-) or fy(a-b+) are homozygous for the fya or fyb antigen". Cts also referred customer to limitations section were it states "for antibody detection and identification, different serological methods are optimal for different antibodies, no single antibody screening or identification method optimally detects all antibodies". Customer content with discussion. Customer content with antigen typing results confirming cell donor cell#1 from lot vs949 does express fyb antigen.